Manufacturer narrative:
Upon receipt, the lead was found to be severed 16 cm and 62 cm distal to the is-1 connector pin. The returned lead fragments were analyzed extensively. The visual inspection showed severe lead damage due to extraction. The is-1 connector pin showed damage that suggested that the header screw was not loosened when removing the lead from the header. Insulation was torn 2 cm distal to the connector pin and the exposed outer lead coil was very stretched, which suggests very high levels of tensile force. The cable leads in the lumen were very twisted, which also suggests that tensile loads were imposed during the extraction procedure. Moreover, a deformed shock coil and bent fixation were apparent. Further analyses could not be conducted due to the great amount of damage inflicted during extraction. There is no indication of a material or manufacturing defect.

Event description:
After an implantation time of 6 months, insulation damage was reported. The lead was explanted and returned to biotronik. No deterioration of the patients state of health was reported.